Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices were returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial (B)(4), catalog # 650de, exp. Date: 10/31/2016, mfg. Date: 11/19/2015. Serial (B)(4), catalog # 1650de, exp. Date:12/31/2016, mfg. Date: 02/22/2016. Serial (B)(4), catalog # 1650de, exp. Date: 02/29/2016, mfg. Date: 06/29/2015.

Event description:
It was reported that during review of logfiles, potential switching events were noted. It was recommended that the batteries were exchanged. There was no effect on the patient.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller serial number (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat210302, bat212826 and bat205108. Battery serial (B)(4) did not participate in the event details within the analyzed period. The controller con210690 will be analyzed under complaint (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional system component being reported for this event: (B)(4).